Manufacturer narrative:
Pump not received in stuck manufacturing mode. Unit passed displacement test. Unit passed self test. Pump was monitored. No unexpected pump error 23 noted after battery insertion. Unit received with cracked keypad overlay at select button, cracked retainer, cracked battery tube threads, scratched case, minor scratched display window, pillowing keypad overlay and keypad overlay texture damage.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer's pump received a pump error alarm. Their blood glucose was unknown. The insulin pump is not being returned for analysis.